Event description:
Reportable based on device analysis completed on 19nov2025. It was reported that device difficult to load wire occurred. The stenosed target lesion was located in the superficial femoral artery. A 5x60x120 epic was selected for use. During the procedure, the device could not be inserted over wire. The procedure completed using an alternate method and there were no patient complications as a result of this event. However, returned device analysis revealed a premature deployment.

Manufacturer narrative:
Device evaluated by MFR: the epic device was returned for analysis. The device was received with the stent fully deployed from the delivery system and the deployed stent was not returned for analysis. A visual and tactile examination identified multiple inner sheath kinks. The device could not be loaded onto a guidewire due to the kinking of the sheath confirming the event. The guidewire used by the customer was not returned for analysis. A visual examination identified no issues with the tip of the device.